Event description:
It was reported that a "monitor was not working due to at all systems were down at the rh-ed and rh-icutele". The devices were in use on patients at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) restarted both computers (pcs) in the tele ICU area, but the issue remained. The customer contacted his dynamic host configuration protocol (dhcp) it engineer to assist in finding out if there was something wrong with dhcp. The it engineer could not find the subnet in their network. A rse was unable to ping from the patient information center ix (pic ix) server to any of the tele box internet protocol (ip) addresses. A philips field service engineer (fse) visited onsite and was unable to confirm the reported issue. The fse confirmed that mx40 devices were able to connect to the central. The logs were reviewed and no errors were identified. There was no issue found and no evidence of issue occurring. The device was working as intended. The exact cause of the issue remains unknown. The device remains in use.